Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated that they have fallen down a flight of stairs with a blood sugar of 26 mg/dl. Additional event details are not known.